Manufacturer narrative:
Device evaluation: result of investigation: investigation determined that the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Software patch v6.0.2100.0 is in work. Fsca 2021-001 triggered.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, log files and screenshots has been sent to vyaire technical support for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e has alarm 305 "communication to cfb disconnected". The unit stopped during ventilation, red alarm was visible with a loud permanent acoustic signal. The patient have to be treated with another device and there was no patient harm reported from this event.